Event description:
The provider states the left side wheel lock bolt broke off. He states the arm rest on both the left and right are very loose. So loose that the arm rest has rubbed a groove into the tires when the user is in forward motion. The provider also states a bushing on the back cane keep coming off and has had to be replaced a few times.